Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient called back and repeated a lot of information that was already documented about the pain pump. The patient was difficult to follow, and the reason for call was not clear. The manufacturer's patient services specialist (pss) asked if the patient was calling in regards to their pain pump in order to transfer to the correct cell, but patient went into a very long medical history regarding the devices. The patient commented the they saw a neurosurgeon who had "them" put the pump at the lowest of the low settings. The patient noted that the neurosurgeon offered to take the pump out but was in no rush to do so. Pss had a difficult time understanding the reason for call or keeping the patient focused. Pss attempted to redirected the patient several times and encouraged follow up with their healthcare provider. The patient kept saying their hcp was gone and no one knew where they went. Pss sent physician listings to the patient via mail .

Event description:
Information was received from a patient receiving an unknown drug via an implantable pump. The indications for use were spinal pain and chronic low back pain. It was reported that the patient said their doctor (hcp) was doing their refills instead of their manufacturer representative (rep), and they thought the hcp was injecting saline rather than their medicine; patient said the hcp was blindly poking into them to inject/refill. The rep used to do all of the patient's dosing until they got a new doctor a few months ago. The patient stated 'I'll tell them (the new hcp) I'm in severe pain but they just fill the pump and say bye.' The patient stated their hcp told them they'd 'burn up' if they had an MRI with their pump. The manufacturer's patient services specialist (pss) reviewed MRI compatibility, redirected to hcp, and reviewed manufacturer resources for hcps. The patient stated their MRI is because they can't walk and their back. The patient initially confirmed that the MRI was unrelated to the pump/therapy, but then stated "I don't know." The patient stated they haven't had an MRI in 13 years, just CT scans and 'iscs. The patient stated he (the hcp) put a new pump in. He manufacturer's patient services specialist (pss) attempted to clarify, but the patient stated "my pump is broke, it has n't worked for years, and the rep couldn't pick it up. Can I still have an MRI?"

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.